Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. It was reported that the physician observed what he believed was some sort of leak during the procedure but that he was not sure where it was coming from, as it appeared to be sealed proximally and distally. The physician thought that the best approach would be to do a cta to determine the cause of the leak. Five days post index procedure, a CT revealed that there was a tear or hole in the graft material in both of the implanted stent graft limbs. The patient was asymptomatic. The physician elected to reline both limbs and the type iii fabric endoleak was resolved. The physician stated that the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c124e, (B)(4); etlw1620c124e, (B)(4).

Manufacturer narrative:
Product analysis results are: the exact type and source of endoleak seen on the implant angio's and 3 day post implant cta's could not be conclusively determined. Although a possible type iii fabric endoleak could not be ruled out, this may have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. No obvious stent fractures or any fabric/suture anomalies could be confirmed from the films provided.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.